Manufacturer narrative:
The reported high impedance issue was confirmed. Microscopic inspection found a kink on the outer tubing of the terminal end segment where two of the four internal wires were broken. These fractures were consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional component potentially involved in the event includes: common device name: scs lead, model: 3169, UDI: (B)(4), serial: (B)(4), batch: 5214100.

Event description:
Related manufacturer reference number: 1627487-2023-03046. During an unrelated surgical procedure on (B)(6) 2023, one of the patient's four channel extensions were damaged and it was discovered that one of the patient's leads was exhibiting high impedances. The lead and extension were explanted and replaced to address the issue. Investigation was unable to determine which of the leads attributed to the event.